Manufacturer narrative:
The date of incident and date of death have been updated. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was in device either tilted or reclined back. Alleges consumer began coughing and was unable to tilt or recline back up. An hour went by before he was discovered, was placed on a vent, and passed away the next day.

Manufacturer narrative:
The date of incident and date of death have not been provided. The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges consumer was in device either tilted or reclined back. Alleges consumer began coughing and was unable to tilt or recline back up. An hour went by before he was discovered, was placed on a vent, and passed away the next day.

Manufacturer narrative:
The device was returned and evaluated. The text of the complaint could not be attributed to the device. The tilt and all other profiles were fully functional on the returned power chair.

Event description:
Alleges consumer was in device either tilted or reclined back. Alleges consumer began coughing and was unable to tilt or recline back up. An hour went by before he was discovered, was placed on a vent, and passed away the next day.